Event description:
The customer reported having a strong smell of insulin in the reservoir compartment, and a piece of plastic broke off at the top of the reservoir chamber. The blood glucose reading was 165mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.